Event description:
It was reported that there were air bubbles in the customer's reservoir. The customer's blood glucose was unknown. He stated that every few days, air bubbles big enough to plug up the tubing were appearing. The customer stated he may have rewound the insulin pump with the reservoir in place, once or twice, which would create air bubbles. The customer also stated there was blood on the end of the infusion set cannula. He was informed on how to prevent air bubbles. It was also explained that leaks at the reservoir or connector could cause air bubbles. It was further explained that when air bubbles occur, it would be necessary to tap the reservoir and gather the bubbles into a large one, push the air back into the vial, and change the entire infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).